Event description:
Customer was hospitalized due to high blood glucose. Customer experienced chest pains and shortness of breath. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.